Event description:
The daughter of a (B)(6) female pt called zoll customer support to report that the pt was receiving frequent check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation the electrode belt failed a pulse test. The cause for the failure was isolated to an intermittent open in the trunk cable. The root cause for the intermittently open wire could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.